Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, and scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed and insulin was pouring out of the infusion set. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.